Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Device was received open and not in original packaging. Original packaging was not returned with the device. Visual inspection of the device found extensive erosion of the middle wire of the electrode. A portion of the electrode is missing, and was not returned for evaluation. Functional evaluation found on initial plug in the controller registered (7,3), and performed as intended in remaining portions of the electrode. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event are (1) use the tip for displacement of tissue or as a lever to enlarge the surgical site (2) contact with metal objects (3) ablating for an extended duration. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a tonsillectomy and adenoidectomy procedure, the electrode from the evac 70 xtra wand broke. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.